Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Revision due to unknown reason.

Manufacturer narrative:
(B)(4). UDI and item information unknown. Also see report numbers; 3002806535-2019-00242, 3002806535-2019-00243. Investigation is on-going. When investigation has been completed, follow up MDR report will be submitted.

Event description:
Revision due to unknown reason.